Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: collar locking mechanism - missing, motor output coupling - loose screws, scratched handle -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Mics completely came apart at the metal attachment. The metal attachment that locks/unlocks the saw attachment completely came apart from the plastic hand piece. Case type / application: tka 2.0.